Manufacturer narrative:
The device was received by olympus for evaluation. The use facility report was confirmed and found a broken lock latch mechanism inside the video connector. Additionally, the device was equipped with a updated with a new main switch and software. The unit was serviced with replacement parts and the device passed functional testing. The unit was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported there is a broken spring on the video connector of the device. The reporter was able to confirm that this was discovered during maintenance of the device so no patient involvement. No additional information was provided.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue was a broken lock latch mechanism inside the video connector. Root cause for the event cannot be conclusively determined. However, it is likely that the locking mechanism was broken due to the attrition of locking from repeated use of video connectors or the attempt to pull out the video connectors without lowering the unlocking lever. Further, the failure of locking has resulted in instability in the connection of the electrical contacts, inability to carry out the image transmission of the scope and video processors correctly, and destabilization of the image output. The instructions for use includes the following statements that may preclude such events from happening: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.